Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported this right ventricular lead was surgically abandoned due to possible fracture and it was replaced. Then lead was finally explanted three years later. No additional adverse patient effects were reported.